Manufacturer narrative:
As of the date of this report, the device has not been returned for analysis.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, withdrawal difficulty occurred. The lesion being treated was located in the non-tortuous right coronary artery (rca). The lesion was predilated with a 3.0 mm maverick balloon, inflated to 9 atms. The 3.50 x 16 mm taxus express2 drug eluting stent was placed, inflated to 16 atms for 30 seconds. The stent was fully expanded. The balloon was fully deflated and all fluids were evacuated. When attempting to withdrawal the balloon from the stent, the mach I 6fr 3.5 mm deep seated. The balloon was inflated and deflated. The physician pulled the guide catheter, balloon and wire out together as one unit. No pt complications were reported. Pt status reported as "fine".